Event description:
During evaluation of a returned minicap transfer set, it was discovered that the female connector separated from the main body. Additionally, there was an incorrect dimension between the silicone tubing and female connector leg. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name,address, postal code, phone no: (B)(6). The sample was received for evaluation with a syringe attached to the female connector. A visual inspection with the naked eye noted that the female connector separated from the main body. Additionally, there was an incorrect dimension (slip back) between the silicone tubing and female connector leg. Functional leak testing was performed with no issues noted. The conditions were verified. The cause of the separation between the female connector and mainbody was related to inadequate solvent application during the manufacturing process. The cause of the slip back was related to the assembly process during manufacturing. A batch review was conducted and there were no deviations found related to these conditions during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.